Event description:
It was reported that during a regular follow up the physician noted that all electrical values had changed since implant. High voltage lead impedance was also lower than at implant. Lead integrity was checked with provocative testing and pocket manipulation but all electrical values were in range and there was no noise. During a subsequent follow-up visit, multiple noise episodes were observed on the ventricular channel. The physician elected to cap and replace the lead. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.